Event description:
During preparation for a coronary artery bypass graft surgery, three heartstring seals cracked and one unraveled while loading the seal into the delivery tube. The procedure was completed with the side biter clamp. No additional patient complications were reported.